Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. There was no patient injury reported.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Visual inspection of the device was able to confirm the reported event. Under visual inspection it was noticed that inflation line was detached from pilot balloon. Root cause was unable to be determined due to the nature of the reported event. There was no DHR review performed as no lot information was provided.